Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed right plunger case cracked. When syringe empty alarm was found at the end of the infusion, just about 4 ml of air was found left in syringe. The root cause of the reported issue was found to be found normal wear; device was over two years old. Normal wear and calibration drift. Pump needs to be recalibrated at least once annually. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that syringe plunger stops with two hash marks left on the syringe. No patient injury reported.